Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all ivc filter struts outside the wall of the ivc, fracture of one posterior strut. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per implant records: indications for use of an ivc filter were recurrent pe and dvt. A trapease ivc filter was placed using ultrasound to identify the left common femoral vein. A micropuncture needle was passed into the vein under direct visualization followed by a guidewire, dilator and catheter. Under fluoroscopic guidance, the filter was deployed in the ivc at the l2-l3 disc space and proper placement was verified. The procedure was successful and the patient tolerated it well. The following additional information was received per medical records: the patient underwent an axial CT scan approximately 4 years and 4 months post implantation. The CT scan was reviewed approximately 2 years and 1 month after the scan was taken and the following was noted. The superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted posteriorly at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm. Two anterior struts perforate the ivc wall both 5mm and contact the bowel. Two medial struts perforate the ivc wall both 5mm and reside within the soft tissues. One posterior strut perforates the ivc wall 5mm and contacts the l3 vertebral body. One lateral strut perforates the ivc wall 5mm and contacts the bowel. A fractured posterior strut was visible on the scan and the ivc was atretic distal to the inferior end of the filter. The following additional information was received per explant records: the patient underwent ivc filter retrieval approximately 4 years and 9 months after it was implanted due to the following. Newly developed rle common and external iliac vein occlusion and filter fracture causing back and abdominal pain. The rij was accessed, however, occlusion was identified in the rle, civ and eiv. Two larger sheaths were used in the left groin and right neck. Using an omni flush catheter, snare guide wire and laser to free up edges of the filter, the filter was removed successfully. Due to occlusion, pta was done in the lle common iliac vein to an adequate result. The removal procedure was completed with no complications. The patient was said to be stable and was transferred to pacu. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 4 years and 9 months post implantation. The patient reports filter fracture, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, filter tilt. The patient also reports suffering from leg weakness, pain, vascular disease, weight gain, depression, trouble sleeping and constant nausea. The patient reports the implanted ivc filter was removed percutaneously along with any/all filter strut fragments.

Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth) section a5 (race) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section d1 (brand name) section d4 (model, catalog, lot number, expiration date, and UDI number) section d7 (explant date) section d11 (concomitant medical products: (B)(4) gauge needle, 8fr sheath, catheter, unknown sheath, snare) section g4 (date received by the manufacturer) section h4 (manufacturing date) section h6 (evaluation codes: patient code 1987- organ perforation) complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was reported to be for recurrent pulmonary embolism (pe) and deep vein thrombosis (dvt). The filter was implanted via the left common femoral vein and placed at the level of l2-l3. The patient is reported to have tolerated the procedure well. At some point after the filter implantation, the patient became aware that the filter had tilted, one strut had fractured and all filter struts had perforated outside the wall of the inferior vena cava (ivc). Approximately four years and four months after the implantation, the patient underwent a computerized tomography (CT) scan. This study revealed that the superior aspect of the filter was at the level of the l2-l3 interspace. The filter was noted to be tilted anteriorly with the superior aspect in contact with the ivc wall. The filter was tilted posteriorly at the inferior aspect and in contact with the ivc wall. All of the filter struts had perforated the ivc wall. Two anterior struts and a lateral strut had perforated the wall by 5mm and were in contact with the bowel. Two medial struts had perforated the wall by 5mm and were within the soft tissues. The posterior strut had perforated the wall by 5mm and was in contact with the l3 vertebral body. The posterior strut was noted to be fractured and the ivc was atretic distal to the inferior aspect of the filter. Approximately four years and nine months after the filter implantation, the patient developed right lower extremity common and external iliac vein occlusion with the filter fracture causing back and abdominal pain. The filter was successfully retrieved via a percutaneous approach with the use of a snare wire and laser. This was followed by angioplasty of the ivc and left common iliac vein with an adequate result and without complications. The patient further reported having experienced leg weakness, pain, vascular disease, weight gain, depression, sleeping difficulty and constant nausea associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported ivc and organ/tissue perforations. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain, nausea, leg weakness, weight gain, sleeping difficulty and peripheral vascular disease experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt, perforation of all ivc filter struts outside the wall of the ivc, and fracture of one posterior strut. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all ivc filter struts outside the wall of the ivc, fracture of one posterior strut. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.